Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 300mg/dl, with symptoms of dehydration, polydipsia, associated with an alleged occlusion issue. Reportedly, the patient resumed pump use after replacement, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed multiple occlusion alarms had occurred and were not able to be resolved during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-nov-2018 with the following findings: during investigation, the battery compartment was cracked from threads to case seal at left side of grip. The black box verified occlusion alarms started after a cartridge change due to unidentified high force on 9/19/2018. At 20:42pm.2 the black box verified occlusion was cleared on (B)(6) 2018 21:39 pm and the pump delivered the programmed basal with no occlusions or rise in force until end of use on (B)(6) 2018. The force sensor was tested and found to be with on calibration spec. The pump passed all required testing with no occlusions duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.